Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a cracked display. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 by phone; however, the patient declined to answer any of the follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient alleged that the issue began on an unspecified date and time in (B)(6) 2010. In addition to oral medication (metformin), the patient stated he also manages his diabetes with diet and/or exercise. It is unclear what action, if any, the patient took regarding his diabetes management (in the month of (B)(6)) as a result of the alleged issue. However, the patient specified that on the evening of (B)(6) 2010, he continued with his usual (unspecified) dose of metformin. The patient denied developing any symptoms after the product issue occurred. For an unspecified reason, the patient claimed that on the evening of (B)(6) 2010, he went to the emergency room (ER). During his time in the ER, the patient claimed he obtained a blood glucose reading of "over 300mg/dl" with the ER's meter and at an unspecified time was administered unknown amount of insulin by a health care professional (hcp). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: although the patient denied developing any symptoms after the alleged issue began, the patient claimed he was administered treatment suggestive of severe hyperglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.